Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that they have high blood glucose levels. Customer's blood glucose level went as high as 504 mg/dl. Troubleshooting was performed for high blood glucose levels. Customer advised they changed out the infusion set 3 times and continue to have high blood glucose. The levels went down a little after manual injection and use of the insulin pump. Troubleshooting for the manual prime and rewind process was performed. Customer called back later to perform the high pressure test. The insulin pump passed the high pressure test, however customer advised when they removed the cannula from their body it was bent. Customer's blood glucose level at this time was up to 519 mg/dl. Customer was advised that the product would be replaced and advised to return the product for further analysis.